Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma(late) and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "developed a seroma in the right breast."

Event description:
Patient representative reported patient experienced "hardening and increase in volume in her right breast," "developed a seroma in the right breast¿, "diagnosed with bia-alcl," "pain and suffering," "suffered severe and permanent physical injuries" and "severe emotional distress" due to knowledge of being exposed to a significantly greater risk of developing bia-alcl. Pathological markers cd30+ and alk- have been received. This record is for the right side. Device has been explanted.